Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an event involving an infusion of oxytocin (pitocin) 30 units in 500ml normal saline on a patient in labor (history of pregnancy induced hypertension / pre-eclampsia). The outcome was fetal demise, and it was believed there was "possible loss of fetal heart tones during pushing stage of labor." The customer reached out to bd requesting to review the device logs and to find out when the medication dose was ¿increased and decreased¿ (titration) during a specific period. The infusion reportedly began on (B)(6) 2023 at 1929 and ¿was titrated until¿ the baby was delivered on (B)(6) 2023 at 0008. The baby died on (B)(6) 2023 at 0031. The intended infusion parameters are as follows: "initial rate 2mu/min, increase by 2mu/min every 15 minutes to achieve at least 3 contractions in 10 minutes. Maximum dose 30 mu/min adjust dose downward by 2 mu/min if contractions more than 4 in 10 minutes." When asked, the rn director of quality stated that ¿the infant death had nothing to do with a pump malfunction or even a user error.¿ the customer stated that "there were no events of harm with the mother."

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: if other specify, imdrf annex b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the log review request for an infusion of oxytocin at 30unit/500ml from the date (B)(6) 2023 at the time of 19:29 to (B)(6) 2023 at the time of 00:08 was completed. The specific period reported could not be confirmed from the received pcu event logs. The review found the oxytocin infusion was only performed on the date (B)(6) 2023. 6 pcu event logs were received for analysis. The pcu event logs were from devices that are used on the (ob/l&d) floor. It was reported that the actual device(s) were not known. The pcu event log analysis identified that there were only two alaris pcu systems in use that oxytocin at 30unit/500ml was programmed within the reported specific period, pcu s/n: (B)(6) with the pump module s/n: (B)(6) and pcu s/n: (B)(6) with the pump module s/n: (B)(6) . The pump module s/n: (B)(6) began the infusion of oxytocin on (B)(6) 2023 at approximately 2:23 pm. The initial infusion rate was at 2ml/h with the volume to be infused at 100ml. The infusion was titrated 6 times between the time of 2:47:20 pm and 9:27:12 pm. The infusion rates entered were 4,6,8,10,12, and 14 ml/h respectively. The vtbi was changed to 50ml at the last rate increase to 14ml/h. The infusion was terminated at approximately 11:09 pm. The total calculated volume infused for the oxytocin infusion is 93.65ml. This value was derived by subtracting the total volume recorded at the start of the oxytocin infusion (624.303ml) from the total volume recorded at the stopping of the infusion (717.953ml). The pump module s/n: (B)(6) began the infusion of oxytocin on (B)(6)2023 at approximately 11:00 am. The initial infusion rate was at 2ml/h with the volume to be infused at 100ml. The infusion rate was increased to 4ml/h at approximately 11:46 am. The infusion was titrated 4 times between the time of 2:51:27 pm and 6:22:05 pm. The infusion rates entered were 6,8,10, and 12 ml/h respectively. The infusion was terminated at approximately 6:50 pm. The total volume recorded to have infused was at 48.457ml for the oxytocin infusion. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the oxytocin infusion that was programmed to infuse for approximately 4.8 hours after the last rate increase at 12ml/h was terminated early after only infusing for approximately 30 minutes. Reference the log analysis summary section of the report for additional infusion details. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). H3 other text : no devices received, log review only.

Event description:
It was reported an event involving an infusion of oxytocin (pitocin) 30 units in 500ml normal saline on a patient in labor (history of pregnancy induced hypertension / pre-eclampsia). The outcome was fetal demise, and it was believed there was "possible loss of fetal heart tones during pushing stage of labor." The customer reached out to bd requesting to review the device logs and to find out when the medication dose was ¿increased and decreased¿ (titration) during a specific period. The infusion reportedly began on (B)(6) 2023 at 1929 and ¿was titrated until¿ the baby was delivered on (B)(6) 2023 at 0008. The baby died on (B)(6) 2023 at 0031. The intended infusion parameters are as follows: "initial rate 2mu/min, increase by 2mu/min every 15 minutes to achieve at least 3 contractions in 10 minutes. Maximum dose 30 mu/min adjust dose downward by 2 mu/min if contractions more than 4 in 10 minutes." When asked, the rn director of quality stated that ¿the infant death had nothing to do with a pump malfunction or even a user error.¿ the customer stated that "there were no events of harm with the mother."